Event description:
Event reported through clinical follow-up. Pt was diagnosed with bioprosthetic valve endocarditis. Blood cultures were positive for enterococcus. Confirmed by tyrosine-ethyl-este. Treated with antibiotics and hospitalized.